Event description:
It was reported that it was difficult to deflate due to cuff roll. The catheter was pulled out and removed.

Manufacturer narrative:
The reported event was unconfirmed, since the reported failure could not be reproduced. The device did not fail to meet specifications. The product was used for treatment purposes. The product was not related to the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used (note yellow spots in funnel) silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Balloon concentricity was observed to be 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue, returning 10ml of solution. No cuffing was noted. Active length of the catheter balloon was measured (0.6955 inches) and found to be within specification (0.5 - 0.8 inches). The catheter was confirmed to be size 12 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate due to cuff roll. The catheter was pulled out and removed.